Event description:
It was reported that a spectrum infusion pump alarmed "system error 322". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptoms "'system error 322' alarms". Review of the event history log confirmed the reported symptom "'system error 322' alarms". Physical inspection found that the upper latch switch bracket screws were loose, allowing upper latch switch to move in and out of the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection, causing the reported system. The upper auxiliary assembly (containing the screws) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.